Manufacturer narrative:
Follow up #1 (02/08/2016): on february 04, 2016, the customer service representative (csr) spoke with the patient and obtained additional information regarding this complaint. The csr documented that the incorrect meter serial number was provided in the initial report. The correct serial number is (B)(4). The csr walked the patient through a retest and the alleged error message was not reproduced. The csr confirmed the alleged error message issue was resolved. Thus, the classification of this complaint is being updated and ruled out.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.